Event description:
It was reported that during the implant procedure, there was difficulty passing the guidewires inside the lead. Several guidewires were used and an attempt was made to clean with pressurized saline solution and even with heparin, but nothing allowed the guidewires to pass. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.